Event description:
It was reported that the external pulse generator's (epg) liquid crystal display (lcd) screen had lines running through it. The epg was returned for repair. There was no patient involvement indicated or patient complications reported as a result of this event.

Event description:
It was reported that the external pulse generator's (epg) liquid crystal display (lcd) screen had lines running through it. The epg was returned for repair. There was no patient involvement indicated or patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed all functional testing, no anomalies found with the display. It was noted that the upper case was damaged, the lower case was broken, the battery release was contaminated, the battery contacts were compressed and corroded, the battery drawer was broken, the keyboard was damaged from upper case damage, and the battery flex was corroded.